Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no power and was offline. A field service engineer removed the back panel from auxiliary cabinet and found a pinched cable on bus cable behind drawer one, rerouted bus cable in auxiliary cabinet and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no power to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.